Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What procedure was being performed? When the device "cut before clamping and did not fire staples", what was done to address this issue? How was the procedure completed? Were there any patient consequences as a result of the event?

Event description:
It was reported that the unit cut before clamping and did not fire staples. Patient consequence? Unknown.

Manufacturer narrative:
(B)(4). Batch # p56g1e. Device evaluation: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.